Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 500cc mentor smooth round high profile saline prostheses experienced left sided capsular contracture (baker grade unknown) and right sided deflation post procedure. The capsular contracture was accompanied by inflammation, hardness, and sticking out. The deflation was accompanied by the right side appearing flat, feeling soft, and an appearance as if there was no implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02784 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).